Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power on as designed. The device's ac cable and ac cable connector need to be replaced. There was no allegation of exposed wires. No repair was performed. The device was scrapped.